Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 0 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had extensive adhesions around the epicardial lv lead at implant. The extensive resection of the adhesions resulted in significant blood loss during surgery. The patient received platelets, fresh frozen plasma, feiba and packed red blood cells in the operating room. In the intensive care unit it was noted that patient had massive bleeding with an output of approximately 2000 ml in less than one hour. The patient was given a second dose of feiba and a massive infusion protocol was implemented. The patient received platelets, jumbo fresh frozen plasma, packed red blood cells and cryoprecipitate. A mediastinal exploration with clot evacuation was done at bedside due to patient instability. Chest was left open for closure on (B)(6) 2017 if patient was hemodynamically stable at that point. On (B)(6) 2017 the patient was stable. No additional information was reported.